Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was positioned, but the pacing impedance measurement was high, out-of-range at greater than 3,000 ohms. Noisy signals and oversensing were observed the physician attempted to reposition the lead, but the helix would not retract. The lead body was rotated to remove the lead and another lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was positioned, but the pacing impedance measurement was high, out-of-range at greater than 3,000 ohms. Noisy signals and oversensing were observed the physician attempted to reposition the lead, but the helix would not retract. The lead body was rotated to remove the lead and another lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.